Event description:
The physician inserted a vena tech-lgm vena cava filter from the right internal jugualr approach and inadvertently placed the filter in a gonadal or steep lumbar vein. A second vena tech-lgm vena cava filter was properly deployed within the inferior vena cava without difficulty. The patient remains stable and has suffered no adverse effects from the procedure.